Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that it was returned in two sections as a break in the outer sheath had occurred at 169mm proximal to its distal end, which is at the monorail exit. It was noted that the inner shaft was also detached at 170mm proximal to the distal tip. This type of damage is consistent with excessive tensile force having been applied to the shaft. The proximal piece of the catheter was kinked at 190mm distal to the distal end of the hub. A filterwire ez was returned inserted though the distal section of the catheter. A large amount of solidified blood was present inside the outer sheath. No other issues were noted with the returned device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use; "the carotid wallstent endoprosthesis is contraindicated for use in patients with severe vascular tortuosity or anatomy that would preclude the safe introduction of a guide catheter, sheath, embolic protection system or stent system". (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04305. It was reported that during a stenting treatment procedure, a shaft break and removal difficulties occurred. The lesion was located in the severely calcified and severely tortuous left internal carotid artery. A non-bsc super long introducer sheath was placed and a filterwire ez was advanced through the difficult anatomy eventually crossing distal to the lesion. Next, a 10x24mm wallstent was advanced into the lesion but could not cross through the lesion. The vessel tortuousity caused the physician to assert a lot of force to advance the wallstent, but the force used caused the non-bsc sheath to prolapse from the carotid artery back into the aortic artery. Once this occurred it was difficult to either push or pull the wallstent and filterwire ez. The resistance met eventually caused the wallstent catheter shaft to break near the point of the monorail exit on the catheter. Both sections of the separated catheter remained on the wire. No damage was noted with the stent. There were no problems or breaks noted with the filterwire ez. The case was converted to an open endarterectomy. The physician had control of the vessel with a "vessel loop" and successfully moved both devices back out of the vessel to complete the procedure. The filterwire had to be removed in an open state. No further patient complications were reported and the patient status is fine post op. The physician noted that this was a difficult case and was planning an open endarterectomy; however, stenting was tried first. The physician stated that the devices "operated as intended and the procedural problems were not due to any device fault".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04305. It was reported that during a stenting treatment procedure, a shaft break and removal difficulties occurred. The lesion was located in the severely calcified and severely tortuous left internal carotid artery. A non-bsc super long introducer sheath was placed and a filterwire ez was advanced through the difficult anatomy eventually crossing distal to the lesion. Next, a 10x24mm wallstent was advanced into the lesion but could not cross through the lesion. The vessel tortuosity caused the physician to assert a lot of force to advance the wallstent, but the force used caused the non-bsc sheath to prolapse from the carotid artery back into the aortic artery. Once this occurred, it was difficult to either push or pull the wallstent and filterwire ez. The resistance met eventually caused the wallstent catheter shaft to break near the point of the monorail exit on the catheter. Both sections of the separated catheter remained on the wire. No damage was noted with the stent. There were no problems or breaks noted with the filterwire ez. The case was converted to an open endarterectomy. The physician had control of the vessel with a "vessel loop" and successfully moved both devices back out of the vessel to complete the procedure. The filterwire had to be removed in an open state. No further patient complications were reported and the patient status is fine post op. The physician noted that this was a difficult case and was planning an open endarterectomy; however, stenting was tried first. The physician stated that the devices "operated as intended and the procedural problems were not due to any device fault."